Event description:
Upon reviewing records for an already reported event regarding this pt's fellow eye, it was noted that the pt's right eye was over-corrected following lasik surgery for hyperopia. This report concerns the overcorrection of the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).